Event description:
Related manufacturer reference number: 2017865-2022-05075. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. During the removal the atrial (ra) lead became dislodged. The physician elected to explant and replace both the rv and ra lead. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received a complete lead was returned in two pieces. External insulation abrasion was damage at 5.3 and 33.5 cm from the distal tip, consistent with procedural damage. Outer insulation was also noted to be cut and separated at 10.2-19.5 cm from the distal tip and the outer and inner coils were stretched in this region consistent with procedural damage. The reported event of inadequate capture was traced to external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can.